Event description:
It was reported that it was questioned if this pacemaker was exhibiting premature battery depletion. There was undersensing of atrial flutter (af) observed. Programming changes were made. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting at a faster rate than expected. Device replacement was recommended. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that it was questioned if this pacemaker was exhibiting premature battery depletion. There was undersensing of atrial flutter (af) observed. Programming changes were made. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting at a faster rate than expected. Device replacement was recommended. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that it was questioned if this pacemaker was exhibiting premature battery depletion. There was undersensing of atrial flutter (af) observed. Programming changes were made. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting at a faster rate than expected. Device replacement was recommended. The device remains in service at this time. No adverse patient effects were reported. Additional information was received which reported that the pacemaker was explanted due to code 1003. A new pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that it was questioned if this pacemaker was exhibiting premature battery depletion. There was undersensing of atrial flutter (af) observed. Programming changes were made. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting at a faster rate than expected. Device replacement was recommended. The device remains in service at this time. No adverse patient effects were reported. Additional information was received which reported that the pacemaker was explanted due to code 1003. A new pacemaker was implanted. No additional adverse patient effects were reported.